Event description:
According to the facility, "j loop has cracks and is defective and leaked all over the customers".

Manufacturer narrative:
According to the facility, "j loop has cracks and is defective and leaked all over the customers". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.